Event description:
Ksaw-5.0-18/38-55-rb-anl 1-hc was inserted from the right femoral artery into the right popliteal artery, and pta of the anterior tibial artery was performed. During removal of the sheath, resistance was encountered thus the physician withdrew it carefully not to damage the vessel, which was severely calcified. Upon removal of the sheath, it was noted that the outer sheath was separated in the middle and the coiled wire was exposed, but remained uncut. A long sheath, (from another manufacturer) was used to complete the procedure without problems. The patient did not show any post procedure symptoms.

Manufacturer narrative:
Catalog #: ksaw-5.0-18/38-55-rb-anl-1-hc. A visual examination of the returned product confirmed the validity of this report. We can advise that the attached instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence regarding material separation, and have initiated a corrective action/preventative action in an effort to reduce the potential for future complaints of this nature. We will continue to monitor this device.